Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient experienced high blood glucose levels (over 300 mg/dl) and ketones. The patient changed the infusion set two times. Subsequently, on (B)(6) 2020, the patient went to the hospital after the ketones were noticed. The health care professional assessed the ketone level as dangerous/ life threatening. The patient was hospitalized due to a kinked cannula of the infusion set. During hospitalization the patient received infusion kalium as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, on (B)(6) 2021, the patient had high blood glucose levels which was due to a kinked cannula and the patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.